Event description:
A (B)(6) male pt, called zoll customer support to report that he was receiving battery faults. The pt was issued a replacement battery pack .

Manufacturer narrative:
Device eval summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery fault) has been confirmed. Upon investigation, the battery pack was unable to recharge or power up a test monitor. The battery pack had a 0416 battery fault, which is caused by the battery voltage falling below 6v. The root cause for the low voltage could not be positively identified, but was likely defective battery cell. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.